Event description:
Results on the device were 22 mg/dl at 20:48, 46 mg/dl at 20:52, 33 mg/dl at 21:43, 243 mg/dl at 21:45 and a lab which measured 185 mg/dl at 21:16. Patient was given 4 units of insulin, however it was not certain when the treatment was administered. Reporter indicated controls were used and found to be within an acceptable range. A request was made for the replacement of the suspect device, however the reporter declined replacement.